Manufacturer narrative:
(B)(6). Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. DHR review: a review of the device history record was completed for final product catalog # 38186714, lot 7089669 manufactured from 04-apr-2017 at 17-apr-2017 in multivac r530-1 package machine. This lot was reviewed regarding the following tests: adhesive transfer test, which is evidence through mark of the sealing film, the adhesiveness of the paper was transferred to the bottom web, assuring the sealing of the product; packaging leakage test, which is a test that challenges the integrity of the sealing, as the holes, sealing channels or any other breach of the sealing that could compromise the sterilization of the product; width and sealing test, which evaluates the parameter according internally specified that the width of the seal should be greater than 3.2 mm also were all within specifications. All parameters of the sealing machine were within that specified for the claimed lot. Based on this analysis, no records were found that could lead to the incident in question. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the packaging of this complaint was evaluated and it was not verified records that could lead to "package seal integrity poor/questionable¿ defect for the claimed lot. Investigation conclusion: not confirmed: bd was unable to confirm the customer complaint for the claimed defect. Besides to the fact that have not been found records that could cause this complaint during the analysis of device history record, of non-conformities and corrective maintenance history, without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint. Root cause description: based on the investigation results to date the root cause was not determinate for this complaint.

Event description:
It was reported that the package of a bd¿ insyte autoguard was inadequate. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: ¿the package is inadequate, because presents involuntary detachment of the border of opening of the package of the catheter, compromising the sterility of the material and misappropriation to the use.¿

Event description:
It was reported that the package of a bd¿ insyte autoguard was inadequate. Foreign complaints the following information was provided by initial reporter, translated from portuguese to english: ¿the package is inadequate, because presents involuntary detachment of the border of opening of the package of the catheter, compromising the sterility of the material and inapropriation to the use.¿

Manufacturer narrative:
D3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.